Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results when testing one neonate patient with accu-chek inform ii meter serial number (B)(4). The patient does not have any known medical issues. The customer did not believe the low results obtained on the meter, so they ordered samples to be collected for laboratory testing. At 7:07 a.m., a warm heel stick sample was collected from the patient and tested on the meter, resulting as 32 mg/dl. At 7:15 a.m., a sample was collected from the patient for laboratory testing and the laboratory result was 45 mg/dl. At 8:20 a.m., a heel stick sample was collected from the patient and tested on the meter, resulting as 38 mg/dl. At 8:30 a.m., a sample was collected from the patient for laboratory testing and the laboratory result was 51 mg/dl. The patient was tested later in the day with another meter, obtaining the following values: 71 mg/dl at 9:29 a.m., 65 mg/dl at 10:36 a.m., 44 mg/dl at 12:40 p.m. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient. Controls were tested on the meter within the previous 24 hours and these passed. The customer was experiencing a low bias with controls, but all were within range. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's meter was returned for investigation. The meter was tested with retention test strips (lot 475498), retention controls, and a retention battery. Control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Results: level 1: 45 mg/dl, 45 mg/dl, 44 mg/dl. Level 2: 298 mg/dl, 301 mg/dl, 301 mg/dl. All returned results are within acceptable range. No information was provided regarding the neonate patient's stress, blood flow to the site, tube/technique used by the laboratory or nurse, or the condition of the patient at the time of comparison. All of these factors may affect the accuracy of the obtained results.